Manufacturer narrative:
The product was not returned to abbott vascular for analysis. Return of the guide wire may have further aided the analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported guide wire core separation appears to be related to operational circumstances of the procedure. In this case, based on the reported information, during advancement the guide wire encountered resistance with the anatomy, resulting in the failure to advance and likely causing the tip of the guide wire bend/kink. Further manipulation of the wire against resistance resulted in the tip separation. Additionally, the treatment appears to be related to the operational context of the procedure as the separated tip was snared, dragged to the ostium of the vessel and stented over. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B2: outcomes attributed to ae - disability/permanent impairment was removed.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a calcified lesion in the right coronary artery (rca). The rca was initially wired with a non-abbott guide wire and pre-dilated with an non-abbott balloon. When removing the balloon, the guide wire felt sticky. The guide wire was removed and a bmw guide wire was used. Reportedly, resistance with the anatomy was noted during advancement. The tip of the bmw guide wire broke off. The tip was snared, dragged to the ostium of the vessel and stented over, however; it was unable to be post dilated. Patient did fine. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.